Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasions between 12.7cm and 14.5cm from connector pin consistent with friction to ICD can. One svc conductor cable was abraded in this same location.

Event description:
It was reported that decreased sensing was found. At lead revision, insulation damage was observed on both leads.